Event description:
A healthcare facility in (B)(6) reported to fisher & paykel healthcare's service center in (B)(4) that during a routine test of an iw930jeu cosycot infant warmer following its use, it appeared that the audible beeping alarm of the power fail system sounded as if it was not getting sufficient power. As the event was detected following use, no pt consequence occurred.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare has made a request for the return of the complaint device in order for a root cause investigation to be performed. We are currently awaiting a response from the healthcare facility. We will submit our follow-up report as soon as we are in receipt of further info and/or the complaint device and completion of our analysis.